Event description:
Brushhead falls off while brushing [device breakage]. No adverse event. Case description: a (B)(6) year old female consumer reported while using an oral-b 3d excel type(B)(4) rechargeable toothbrush, the oral-b brushhead, version unknown kept falling off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.